Manufacturer narrative:
This supplemental is being sent to correct information submitted previously and to include new information. There is no evidence that the device malfunctioned and therefore we have ruled this complaint out.

Manufacturer narrative:
See incident description for device evaluation.

Event description:
Device evaluation: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips failed testing; the reported issue was confirmed. The test strip vial label was found damaged which caused the expiry date to be illegible. Complaints relating to the reported product were evaluated. It was concluded that the number of complaints for the product did not breach thresholds indicative of a systemic issue. On (B)(6) 2018, the lay user/patient contacted lifescan USA, alleging an issue with the vial label. This complaint was initially ruled out because during customer services troubleshooting, there was no indication to reasonably suggest that the product malfunctioned and there was also no allegation of an adverse event as a result of the reported issue.